Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with preoperative diagnosis of painful degenerative disease l5-s1. The patient underwent anterior lumbar interbody fusion l5-s1 (via the "pfannenstiel left-sided extraperitoneal approach")- using frozen femoral ring allograft and rhbmp-2/acs (small sponge) . 2. Anterior synthes atb plate fixation l5-s1. Per op notes: the patient was brought to the operating room. At the back table a thawed femoral shaft segment was cut to appropriate dimensions creating a trapezoidal shaped bone plug with a sagittal saw and then half of a small rhbmp-2/acs sponge was placed within the femoral ring. The femur was then placed within the disc space and countersunk 1 mm. Additional rhbmp-2/acs was placed right and left of the femoral ring. Gelfoam was then placed over the rhbmp-2/acs. Appropriate length synthes atb plate was then placed across the disc space and held in place with a locking pins and then the awl was placed through the guide which was locked to the plate and then the guide with the awl were removed and then the 22 mm vertebral screws were placed through the plate and into the vertebral body with the head of the screw locked into the plate. This was performed at all 4 screw awls. The montage appeared to be quite stable.